Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient suffered a fall and afterwards his scs system began to auto reduce. Diagnostics indicated high impedance readings on multiple contacts. Reprogramming was initially able to provide effective therapy. However, surgical intervention may take place at a later date. Device information was requested but was unable to be provided.

Event description:
Follow up revealed the patient's right side lead was explanted and replaced. Surgical intervention addressed the patient's issue.